Manufacturer narrative:
E1/facility name: (B)(6) added due to character limitation in respective field. E1/city: (B)(6) - added due to character limitation in respective field the device was returned to olympus for inspection and the reported failures was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches on the video connector and the curved rubber adhesive area is chipped. Based on the results of the investigation, a probable root cause could not be identified for the reported issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that image noise was observed on the flex deflectable videoscope during setup for an unknown procedure, prior to the patient entering the room. There were no reports of patient harm.